Event description:
It was reported tachycardia occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. A trace pericardial effusion was noted at baseline. At some time during the transseptal puncture (tsp), the patient experienced tachycardia, possibly due to wire placement. Cardioversion was performed and they proceeded with the tsp. The patient again experienced tachycardia and cardioversion was performed a second time. The patient was then in normal sinus rhythm (nsr) and remained in nsr throughout the procedure. A watchman access system was positioned and a 33mm watchman laa closure device was deployed. The device was too proximal. During recapture there was some difficulty recapturing and they believe the device was likely caught in some trabeculation. The device was recaptured and removed. A small pericardial effusion was observed and the patient's pressure dropped slightly. They drained 95cc and the patient was stable and recovering well. The procedure was aborted.